Event description:
Complaint that the brakes were not holding, no one was hurt or injured.

Manufacturer narrative:
Tech found that the brakes were not holding, casters would lock but would swivel from side to side. Replaced the four brake casters to resolve the issue. Stretcher was in a storage area.